Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Follow up 001: additional information.additional suspect medical device components involved in the event: model number/catalog number: sc-8416-50. Serial number: (B)(6). Batch/lot number: 7073571. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI) #: (B)(4).